Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post paced t wave oversensing. Programming changes were discussed but not made. There were no patient consequences.